Event description:
It was reported that as lvp 20d 2ss cv tubing had holes in it. The following information was provided by the initial reporter: material no: 2420-0007 lot no.: 20033183. It was reported that there were holes in the IV tubing.

Manufacturer narrative:
The customer reported ¿there were holes in the IV tubing¿. Received from the customer was one used primary set model 2420-0007 lot 20033183 with its original package. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A vertical cut on the tubing (p/n 660132) measuring approximately 0.1090 inches long was observed two and a half inches below the distal smartsite. No damage was observed on the set¿s original packaging. Clear liquid was observed in the set¿s drip chamber and entire length of tubing. Equipment used (visual inspection and measurement performed on 14-aug-20). - calipers, eq02784, calibration due date: 19-dec-20. - optical ram-cnc, eq08204, calibration due date: 05-feb-21. - dino lite microscope, eq106199, ncr. The device history record for primary set model 2420-0007 lot 20033183 was performed. The search showed a total of 34,560 units in 1 lot were built on 10 march 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The customer¿s report of holes in the IV tubing was confirmed on primary set model 2420-0007. The root cause of the hole/cut in the tubing was not definitively determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv tubing had holes in it. The following information was provided by the initial reporter: material no: 2420-0007 lot no.: 20033183. It was reported that there were holes in the IV tubing.